Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt was very escalated, and said that they want the implant removed "because its causing more pain because the doctor jacked up the surgery". Pt says the ins "moves around underneath my skin and its crooked and it sticks out of my skin, and the dr knew that, and its gone bad 3 times where it had to be reprogrammed, and while I was waiting for the reprogramming the dr wouldn't give me any pain meds". The patient was redirected to their healthcare provider to further address the issue.